Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) was confirmed. As received, the monitor produced service code 110. Upon evaluation, the c10 capacitor shorted inducing thermal damage to the computer / analog board. The cause of the code 110 is the shorted capacitor and board damage. The root cause of the shorted capacitor was not positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 110.